Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient stopped charging her battery because she forgot.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. An over discharge was reported. Caller stated the neurostimulator (ins) was ultra-dead so patient met with manufacturer representative (rep) to jump start it. It was reported the patient's fall was not related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had not charged her ipg in over a month and was unable to charge. It was reported the patient had a fall 6 weeks ago and could be related to or contributed to the reported issue. It was reported the patient had changed jobs. Patient got out of habit of charging. It was reported that a trickle charge was completed and cleared the por with the 8840. Impedances were all within normal limits. Patient was instructed to charge to 100%. Por was cleared. Issue was resolve at the time of this report. No symptoms reported. No further complications were reported/anticipated.